Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and moderately calcified lesion, located in the left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated with a non-medtronic device. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the device could not cross the lesion, the device was pulled back and noted that the stent struts were damaged. Procedure was completed using a non-medtronic stent. It was reported that the event was due to use of the device in difficult lesion morphology and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: device was returned with kinks evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 28th stent wraps with struts raised. Deformation was not evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.